Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having respiratory tract irritation, dizziness and/or headache and lung disease from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having respiratory tract irritation, dizziness and/or headache and lung disease from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested at this time. The device was evaluated by the manufacturer's product investigation laboratory (pil) and unable to reproduce allegation: no evidence of foam degradation. Unit arrived at the pil/riql without an external battery pack/sd card. Furthermore, upon downloading the significant event logs from the unit, as received there is a "service required" code in the event log entries. This entry in not associated with foam particulates. Subsequently, long-term run-in operation and memory download of the unit yielded no associated results of foam particulates. Any failed test steps are expected, due to unit disposition/equipment condition/use/or are not related to foam/uno (firmware version, battery build dates, battery charging capacity.) Unit provides therapy.